Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sterile packaging presents partial rupture and loss of sterility of the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sterile packaging presents partial rupture and loss of sterility of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged packaging affecting the sterility of the kit was confirmed and appears to have occurred due to transit or storage conditions. A series of six photographs of 4fr d/l powerpicc sv catheter basic kit packaging were returned for evaluation of this complaint. The lidstock on the tray, the tyvek flap on the header bag, and the plastic of the header bag contained a longitudinal tear. The edges of the tear appeared to be crinkled and dark discoloration was seen on the tyvek lid. These characteristics are consistent with abrasive damage. The tear appeared to be in the body of the packaging material and was not along the sealing edges. All packaging sheaths and sharp safeties appeared to be in place. However, some of the product components had migrated out of the respective component slots or migrated within their component slots. The packaging in the photographs contained characteristics of damage (e.g., damage to multiple layers of packaging, movement of components within the packaging, and scuffing on the labels) that most likely occurred during shipping or storage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the sterile packaging presents partial rupture and loss of sterility of the catheter. No other information was provided.